Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The maryland bipolar forceps instrument was inspected prior to use with no issue identified. The surgeon did not recall if there was any damage to the instrument after the arcing event. The cannula was inspected prior to use with a pin gauge. The spark around the base of the yaw pulley was observed, and the arc grounded between the jaws. Tissue cauterization was being performed when the issue occurred. Bipolar energy was activated when the arcing event occurred. The instrument was connected properly. The customer was using a forcetriad generator, and the setting was macro60w (bipolar). The other instruments that were in use were a fenestrated bipolar forceps (fbf) and a cadiere forceps (cf). The maryland bipolar forceps tips did not collide with any other instrument or tool during the procedure. When the arcing event occurred, was the instrument tips were in contact with tissue. The tips did not touch any staples, clips or sutures while energized. The maryland bipolar forceps instrument jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. There was no patient injury. The patient has not returned to the hospital due to any complications.

Manufacturer narrative:
Based on the claim against the product by the customer noting a spark, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the base of the bipolar yaw pulley near the tip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on all three attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy with signs of arcing on all three attempts. The complaint regarding arcing issue of the maryland bipolar forceps instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the maryland bipolar forceps instrument sparked at the tip. The customer used a new maryland bipolar forceps instrument to continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.